Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. No medical records have been provided. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol ventrio st (device #2). An additional emdr was submitted to represent the bard/davol flat mesh (device #1). Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2004: the patient underwent surgery for implant of an unspecified bard/davol flat mesh(device #1). On (B)(6) 0/2015:the patient underwent surgery for implant of an unspecified bard/davol ventrio st(device #2). The patient is making a claim for an adverse patient outcome against the bard/davol flat mesh(device #1) and ventrio st(device #2). The attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient

Event description:
The following was alleged by the patient's attorney: (B)(6) 2004: the patient underwent surgery for implant of an unspecified bard/davol flat mesh(device #1). (B)(6) 2015:the patient underwent surgery for implant of an unspecified bard/davol ventrio st(device #2). The patient is making a claim for an adverse patient outcome against the bard/davol flat mesh(device #1) and ventrio st(device #2). The attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient addendum per additional information provided: (B)(6) 2004 - patient was diagnosed with right direct inguinal hernia thereby underwent open repair with the implant of bard pre-shaped mesh (device #1). Per operative notes, ¿a bard pre-shaped mesh (device #1) was placed and sutured.¿ (B)(6) 2015 - patient was diagnosed with recurrent right inguinal consistent with recurrent direct inguinal hernia, adhesion thereby underwent open repair with implant of ventrio st mesh (device #2). Per operative notes, ¿a ventrio st mesh (device #2) was placed and sutured. All adhesion were taken down.¿ (B)(6) 2017 - patient was diagnosed with bilateral inguinal hernia, pain, adhesion, scar tissue thereby underwent open repair with explant of ventrio st mesh (device #2). Per operative notes, ¿ventrio st mesh (device #2) was removed. Scar tissue was removed. Ablation of right ilioinguinal nerve was done.¿

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. No medical records have been provided. Information is limited at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jun-2015) is considered to be a best estimate. This supplemental emdr represents the bard/davol¿ ventrio st mesh (device #2). An additional supplemental emdr was submitted to represent the bard pre-shaped mesh (device #1) note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.